Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models include the consulta ICD. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:a review of implantable cardioverter defibrillator failures during radiation therapy in three sydney hospitals. Journal of medical imaging and radiation oncology. 2017; 61(4):517-521.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) failures during radiation therapy. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that one patient experienced multiple power on reset (por) during the course of radiation treatment. Six single byte memory corruptions, where small amounts of data are either corrupted or lost as a result of radiation, electromagnetic interference (emi) or physical damage were also identified. The ICD was reprogrammed and remained in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the author indicated there are no additional complaints and no information on product serial numbers. No patient complications have been reported as a result of this event.